Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject but could not duplicate the reported phenomenon. However it was found that there were horizontal stripes in the image when the subject device was angulated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at preparation for the thoracoscopic surgery (a patient was not under anesthesia). The intended procedure was completed with using another similar device and not delayed. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be conclusively specified the cause of the reported phenomenon. However, based on the report of olympus china and it said that it could not duplicate the reported phenomenon and the subject device had leakage and was not passed inspection tests, omsc presumed there was the possibility this phenomenon was attributed to the following causes; (1) the internal board of the video connector may have been temporarily short-circuited due to the humidity and moisture that entered the inside of the subject device from the leak point. (2) the internal board of the video connector was possibly deteriorated. The following were assumable cause of deterioration of the board. -the power supply was operated while the video connector was wet. -the video connector was plugged in and unplugged while the power was on. -the electrical contacts of the video processor or video connector were scratched or dirty. -applying static electricity to the electrical contacts of the video connector -nonconformity of reprocessing conditions such as autoclave if additional information becomes available, this report will be supplemented.